Manufacturer narrative:
Report source. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted and had one and a half years of good pain relief and no burden. After one and a half years, the ins started to hurt with some movements as if there was a glowing coal in the pocket. The sensation was burning and very painful. The feeling came in several episodes per day. The hospital decided on a pocket revision. There was nothing to see, the fabric was nice and smooth and the pocket was nicely closed. They decided to move the pocket slightly median. There were no more problems for the first month after revision. Then the pain returned but this time the sensation was not burning but stinging. Often with movements of standing/tensing the muscle there was a stabbing pain that shot through the area where the ins was implanted. The patient was asked to keep a diary for 10 days indicating the time when he felt the pain. The rep had seen the patient and read the device data. The device data report, session report, and patient diary were all provided. It was noted that there was a strong suspicion that it was not the ins, but they wanted to rule out everything. The session report showed that all impedance values were within normal range, and that the patient had turned off the stimulation on several days. This also corresponded to the patient's diary. The patient turned the ins off on (B)(6) 2021, and turned it on again on (B)(6) 2021. The device data report did not show any irregularities. From the patient's diary, it could also be seen that the stinging sensation was present when the ins off, meaning that the sensation was present both when the ins was on and off.  The diary contained reports of a sting during an activity at various times on different dates. The activities included walking, riding in a car, lying down, walking on stairs, standing, moving slowly, and turning around. Additional information was received from the rep. It was reported that the patient did not experience a fall or accident. The ins could be moved in the pocket without the patient being affected negatively. Therapy given was still very good. They had not yet done reprogramming, but the idea was that since the same effects were felt when the ins was off that reprogramming would not make a difference.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that it had been confirmed that the cause of the issues is not the ins. Further investigation will be done by the orthopedic specialist.